Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of intensive care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, when the stent was released into the bile duct, the distal flange did not deploy. To complete the procedure, a wall flex biliary rx fully covered stent was used as replacement. A risk of bile duct perforation with bilioperitoneum was reported, and the patient was transferred to the intensive care unit. Physician's guidance was requested to determine the patient's following medical and surgical management.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the device was returned in position 2 of the deployment process, with the stent in a partially deployed state. A functional evaluation was performed. The catheter lock was disengaged by sliding it to the right, and the catheter control hub was subsequently manipulated in both upward and downward directions. The catheter advanced through the luer without resistance. The stent deployment hub was then advanced from the second to the fourth position, resulting in stent deployment. During deployment, slow stent expansion was observed. Additionally, the inner sheath was found kinked, and x-ray inspection identified a bent copper wire. No other abnormalities were identified during analysis. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned in a partially deployed state. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages of inner sheath and copper wire bent/kinked were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the available information and analysis performed, the investigation conclusion code for this event is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent failure to deploy is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, when the stent was released into the bile duct, the distal flange did not deploy. To complete the procedure, a wallflex biliary rx fully covered stent was used as replacement. A risk of bile duct perforation with bilioperitoneum was reported, and the patient was transferred to the intensive care unit. Physician's guidance was requested to determine the patient's following medical and surgical management.

Manufacturer narrative:
Corrected fields: block d2a (common device name). D2b (product code). Block h6 (device code). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of intensive care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, when the stent was released into the bile duct, the distal flange did not deploy. To complete the procedure, a wall flex biliary rx fully covered stent was used as replacement. A risk of bile duct perforation with bilioperitoneum was reported, and the patient was transferred to the intensive care unit. Physician's guidance was requested to determine the patient's following medical and surgical management.